Event description:
It was reported that after this device was implanted it was noted that the device was malfunctioning due to pace inhibition reported resulting in four seconds of asystole. The patient was evaluated and the lead placement appeared normal. All other values were normal. A request for review was needed to determine the reason for the reported observation. No adverse patient effects were reported. Additional information and review by engineering noted that based on the device data the device had no resets and the operation appeared normal. Technical services (ts) noted that if pacing thresholds trend indicate normal pacing thresholds, consider adjusting the outputs or programming the outputs to auto detection.